Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2010 for bilateral back and leg pain. It was reported that the patient's pain coverage began to diminish in (B)(6) 2011. Reprogramming efforts were unsuccessful at getting stimulation coverage above the knees except for rib stimulation. X-rays and impedance measurements displayed no anomalies. The patient reported she had not experienced any falls or traumatic events. Follow up on the patient found that the physician had recommended the patient turn off stimulation for several weeks to ascertain if any change in stimulation perception would occur. The patient has scheduled a follow up appointment with her physician to determine if a surgical revision of the lead will be necessary. No further information is available at this time.